Manufacturer narrative:
The event occurred in india during a routine check. It was reported that one hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error, runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025. The motor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint was already investigated by the getinge life cycle engineering on (B)(6) 2018. A defect in the tacho of the motor was determined as the root cause of the error message "runaway". The review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2019 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2019. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: the event occurred on the indian market. It is a significantly similar device to "heart lung machine hl20" which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl20 with catalog number 701043262.

Event description:
The event occurred in india during a routine check. It was reported that one hl20 pump displayed the error message: ¿runaway¿. No harm to any person has been reported. The reported failure can lead to an unintentional pump stop. Therefore a report is required. Complaint ID: (B)(4).